Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for system explant due to endocarditis and epidermis bacteremia that caused vegetation on both leads. The physician was not able to get the stylet down to the end of the leads. The leads were laser extracted. After the atrial lead was explanted, the physician noticed that a little round ring from the tip of the lead remained embedded in tissue of the heart and would not pull out. In order to avoid additional spread of infection the piece was left in the heart. The lead was returned for analysis. The patient was stable post-procedure.

Manufacturer narrative:
The distal ring was detached during the explant procedure.